Event description:
It was reported that the caller experienced a cgm error code 42 with their pump. The blood glucose level was not adversely impacted. The customer was guided through a pump reset by technical support, but the error persisted. As a resolution, technical support decided to replace the pump, and the customer was instructed to return the faulty device using a pre-paid label. The customer understood the instructions and acknowledged them.